Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product analysis is finished. The dislodgment allegation could not be confirmed as no lead tip damage observed. Lead resistance measured normal. X-ray showed no conductors issues such as deformities or fractures and the crimp sleeve had no issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement. A new lead was implanted. No additional adverse patient effects were reported.